Event description:
The customer reported to olympus, the high frequency unit "esg-400" automatically restarts displays error code e433. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a error e433 is coming on display due to faulty high voltage power supply board, power switch is noisy sometime, there are deep scratches and paint is peeled off on top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the associated h6 coding updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, root cause of the e433 error was identified as a failure of the high voltage power supply (hvps) board. The specific cause of the hvps board may be either the supply voltage is missing/too low or a short of the metal¿oxide¿semiconductor field-effect transistor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.